Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " blood management in revision total hip arthroplasty for metal on metal devices: the efficiency of an intraoperative cell salvage system¿ written by werner maurer ertl, andreas fellner, patrick reinbacher, michael maier, andreas leithner, and joerg friesenbichler was published in indian journal of orthopaedics on january 24, 2020 was reviewed. The aim of the current series was to investigate the efficiency of an ics system removing metal ions during revision of failed mom devices to perform a re-transfusion of the collected blood. Patient number 4 is 52-year-old female implanted with asr xl. 7 years post op she underwent a revision for metallosis, elevated metal ions, and aspectic cup loosening.